Event description:
The facility returned the device for service. During service the baxter repair technician noted that channel b under infused during accuracy testing. The hospital rep stated that there have been no reports of any patient incident involving this pump. No additional information is available.

Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test. The specification of this device is +/-5%. The pump head module was replaced.